Manufacturer narrative:
The device was returned for analysis. The lever was opened and the plunger was deployed without resistance. Therefore, the reported plunger mechanical jam could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to mechanical jam (failure to deploy) include but not limited to, interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when attempting to place one of the prostyle sutures, the plunger could not be depressed. When attempting the other prostyle device, the suture remained attached to proximal guide [suture retrieval issue/ cuff miss]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath size and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.